Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture, lymphadenopathy, and silicone migration. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Physician reported left side rupture, silicone migration, increased volume and induration, folds, one ganglia in armpit, mastalgia and anxiety. Device remains implanted.

Event description:
Physician reported "silicone implants in subpectoral location with intra and extracapsular rupture data¿, ¿a left axillary ganglion with silicone infiltration of approximately 1 cm, which is located at level I¿, ¿poorly defined, numerous folds¿, ¿want to know if there could be the cancer¿, ¿mastalgia¿, ¿increased volume and induration¿, ¿MRI showed free extracapsular silicone in upper and back quadrants¿. Device has been explanted on left side.

Manufacturer narrative:
"Device evaluation: visual analysis of the photographs identified: red particle material on the shell. Opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.